Event description:
It was reported that a patient's implantable neurostimulator (ins) had "malfunctioned" after being implanted in (B)(6) 2012. It was stated that there were "surges" from the ins that caused the patient to suffer severe headaches, trembling, pain in her spine, and stimulations in her lower extremities. The ins was explanted in (B)(6) 2010. No further information was received. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID 3998, lot# v023339, implanted: (B)(6) 2007, product type: lead. Product ID 377745, lot# v014405, implanted: (B)(6) 2007, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3708240, serial# (B)(4), implanted (B)(6) 2007, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).